Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that they are "not happy with this thing, half of the time it won't communicate, and I don't like to sleep with it on but last night I had to because I couldn't connect". Pt says this started happening "just about since I had it put in". They said they don't like sleeping with it on because when they move it makes them feel like they got a jolt of electricity going through last night, and they had to sleep with stim on. Agent walked patient through doing a long press on communicator, and pt was then able to connect successfully. The troubleshooting steps that were taken on the call resolved the issue. Patient says that they "are not happy with this thing" and says that since the implant hasn't helped the way they wanted it to and said they miss having the boston scientific scs that they had before but had to get this medtronic device so they could have mris. Pt says when sleeping they feel the stimulation especially when they cross their legs and says it makes them feel a jolt of electricity. Pt says, "they haven't been able to put it in the right positions in my back" and the settings haven't been right since the implant. Advised that pt follow up with healthcare provider about this issue.